Event description:
Procedure: lap chole. According to the reporter: following the initial firing of the device the jaws locked and would not reload a clip. A second device was used to apply a second clip and then the tissue was transected to release the instrument. There was no blood loss of 500cc or more. The pt is ok and there were no other unanticipated issues relating to this incident. Operative time was not extended.

Manufacturer narrative:
(B)(4).